Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator. It was reported that the stimulation didn¿t reach all the way up to the patient¿s back, head and spine since implant. The patient noted that it was worse in cold weather, it was really painful for him, and he suffered from anxiety. The patient¿s healthcare professional (hcp) office scheduled an appointment for the patient to meet with a manufacturer representative (rep) to create a new program. There were no further complications reported or anticipated. Additional information was received from the patient on (B)(6) 2018. The patient indicated that the loss of stimulation was due to an accident. It has not been resolved. Maybe partially but not fully. No further complications were reported/are anticipated.